Manufacturer narrative:
(B)(4). Batch #691a67. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with one crack on the bailout door and with no reload present. Also, when the bailout door has removed the part that pressed the actuator switch for the internal circuit on the bailout door was damaged. The device was tested for functionality in the straight position with a test bailout door and a test reload, achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the bailout door became damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.